Event description:
The customer reported to customer service that she purchased her pump in (B)(6) 2011 and on (B)(6) 2012 the "power cord casing broke apart when she unplugged it from the wall." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info and to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. As a of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusion can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but not to the extent of the housing actually splitting apart. This product was released as a result of (B)(4)which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. Should the product be received, resulting in new, changed, or corrected info, a follow up report will be filed.